Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified concentration of insulin, at an unspecified rate, via a symbiq pump. The option-lok male adapter of the primary tubing set was connected to the patient's 28 gauge peripherally inserted central catheter. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified volume of lipids. After an unspecified length of time, the nurse noted backflow of solution from the secondary solution container into the primary solution container. It was reported that the patient's blood sugar was "high" without insulin; however, no specific values were provided. The customer contact reported that the insulin delivery was changed to an unspecified syringe pump and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.